Event description:
Facility began seeing what it thought were contaminated bronchial washing soon after it had received two new video-bronchoscopes from olympus. After the second or third one, the physicians became concerned, because they said these pts were not clinically ill with pseudomonas aeruginosa, which is what the cultures were growing. Facility did multiple environment cultures, cultures of solutions, and cultures of the two scopes that were used. In the end, pseudomonas aeruginosa grew from bronchial washings of 16 different pts. Only one pt became clinically ill several days after the bronchoscopy and was admitted to the hospital with pneumonia. Pt's bronchoscopy was done in 2001. Pt was admitted to the hospital the following month. Subsequent sputum cultures grew pseudomonas aeruginosa. In retrospect, the infectious disease physician feels that pt probably did develop pseudomonas pneumonia from the bronchoscopy. This was in a pt who was already immunocompromised with underlying lung disease. This pt did improve and was discharged. Facility continued with the investigation until 09/2001, when it found the source of the contamination. Facility had been unable to determine the cause, even after multiple cultures, observing the technique of the staff and physicians, and observing and reviewing the cleaning process. Notified the state eis officer, and during the investigation, facility found that a "cap" or "valve" around the biopsy port came off when twisted. Olympus stated it was not designed to come off, and the recommended cleaning process did not address the cleaning of this particular part of the scope. Facility did cultures of the "valves" and biopsy ports of both scopes. All cultures grew pseudomonas aeruginosa. Pfge (pulse field gel electrophoresis) was performed by the state and the pseudomonas isolated from the scopes matched those of the pts. Isolates from 8 pts had been saved and were checked. The scopes were immediately taken out of service and olympus was notified. They came and picked up the scopes. The eis officer, stated he also notified cdc and FDA via phone. As reporter was preparing to send their first written report to the FDA, facility began having add'l positive pseudomonas aeruginosa cultures from bronchial washings with the new scopes it had just received. Facility took the scopes out of service, and reporter cultured the one that had been used on three pts who grew pseudomonas aeruginosa. Again, the biopsy port on the side of the scope grew pseudomonas aeruginosa on three cultures taken from the scope after cleaning and disinfecting process had taken place. Reporter has notified the eis officer at the state again for assistance with this problem. Facility has notified the co, olympus, that it continues to have problems, and facility is using it's "old" scopes now. Facility has not had a problem with these "old" scopes in the past. Facility just has to attach the video portion to these scopes to use a video, so it is not as convenient. Facility will keep the state informed, and if there are any adverse reactions or outcomes from these procedures, facility will also report those to the FDA. At this time, there have been no further incidents. Other than contaminated bronchial washings. There have been no infections noted in pts to date as a result of this contamination.